Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the approximately two weeks post implant the patient experienced diaphragm stimulation every night. The right atrial (ra) lead was reprogrammed to monitory only. The patient further experienced diaphragm stimulation and the ra lead was programmed off, however diaphragm stimulation was still experienced and the mode was changed to single chamber fixed rate (vvi). Subsequently, four days later the patient had pacemaker syndrome and was very sensitive to right ventricular (rv) lead pacing, therefore the mode was programmed dual chamber fixed rate (ddd) with ra lead output set to the minimum, so that ra lead would not capture, however diaphragm stimulation was still experienced in the afternoon. The diaphragm stimulation experienced by the patient in the morning coincided with when the atrial lead position check runs. The leads remain in use. No further patient complications have been reported as a result of this event.